Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements ranging from 150 ohms to greater than 200 ohms. The physician was experiencing difficulty inserting the lead fully into the device header. It was reported that the df-1 terminal pin was successfully inserted all the way into the device. Non-invasive programmed stimulation (nips) testing was performed and a commanded shock. Final shocking impedance was 97 ohms. No adverse patient effects were reported.